Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended for a first review mapping appointment in (B)(6), after relocating from (B)(6) and channels with abnormal impedances were found.

Event description:
The user attended for a first review mapping appointment in australia, after relocating from iraq and channels with abnormal impedances were found. The case has been discussed at the clinic, but no further steps have been decided yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition a full insertion of the electrode array was not achieved at implantation surgery due to ossification. However, to determine an exact root cause a device investigation is necessary. Reportedly the recipient is doing fine and will be monitored.